Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a low reading issue with the adc device. The customer obtained a sensor scan of 60 mg/dl compared to capillary result of 70 mg/dl via competitor brand meter. The customer felt symptoms of low sugar and was treated with insulin (dose/type unknown) by father. Please note that the treatment of insulin is inconsistent with the reported glucose readings. There was no report of death or permanent injury associated with this event.